Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a polypectomy procedure within the colon on (B)(6), 2009. According to the complainant, during preparation, when the active cord connector was attached to the snare, the physician tried to verify the connection by pulling on the active cord; however, the active cord connector detached from the snare and was stuck within the cord. The physician was able to complete the procedure using another rotatable snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).